Event description:
The complainant reported an inaccurate delivery for a companion clearstar pump. List #55239, it is unk whether the pump was in use with a pt. No pt info has been provided.

Manufacturer narrative:
The pump was returned for testing and the testing and investigation results and confirmed an under-delivery. The pump was tested for delivery accuracy and the pump under-delivered at a rate up to 25%. The results revealed that the motor assembly had been dislodged from the front case-mounting bracket and was moving about freely inside the pump. The rubber-positioning washer for the motor assembly was not present. Motor assembly dislodged from case mounting bracket.